Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what are the product code and lot number? The customer stated that the mersilene suture used was a 2-0 suture. No product will be returned for evaluation.

Event description:
It was reported that a patient underwent maxillofacial surgery on an unknown date and suture was used. After the face lift procedure the suture was spitting out of the patient causing inflammation and swelling. The surgeon removed the spitting suture and provided a steroid treatment.